Event description:
During revision surgery reported separately, femoral canal was reamed appropriately, but implant was very loose in the canal. Had to waste the 16.5 stem and ream up to the 18.5 stem. This caused a 20-min extension of surgery.

Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product error. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It is known that this problem occurred during a revision surgery because of a pt fall and femoral bone fracture. It is not known to what extent, if any, the presence of the bone fracture may have affected remaining of the canal prior stem insertion. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received the investigation will be reopened.